Event description:
During stress echo study the ECG on the aspen system was at least 10 bpm slower compared to the reading from another offline ECG monitor. Customer also reported that occassionally the ECG display will get stuck and remain at the stuck heartrate display.